Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 20984418/20984418.

Event description:
It was reported that the patient was having loss of stimulation in occipital nerve stimulator. No device malfunction was suspected. The physician revised his right occipital lead due to a possible electrocautery damage. The patient was doing well postoperatively. Explanted leads will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.